Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that using the tandem pump for insulin therapy assisted the customer during the low blood glucose events experienced during pregnancy. The customer declined to provide information on the reported event.